Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s implant site incision opened approximately a month ago. The physician sent the patient to wound care to keep clean dressings at the incision site. Against the physician¿s warnings, would care did an incision and drainage procedure on (B)(6) 2017. The incision site opened again on (B)(6) 2017. As a result, the patient underwent scs system explant. The physician noted no infection at that time, took cultures at the ipg site and placed a drainage tube at the ipg implant site.